Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced mechanical issues leading to the procedure. During the surgery fluid loss from an unknown location was noted. The result was good. No more information available through physician. Should additional information become available, it will be provided.